Event description:
A patient with kora 250 dr (implant date: on (B)(6) 2023) came to (B)(6) hospital for a routine follow up after 1 year from implantation. It was not possible to interrogate the device in any way; first, they tried to interrogate the pacemaker with smart touch xt. The telemetry head became blue, the programmer recognized the device but once it entered in the pacemaker session, a telemetry error appears. They tried to reposition the programming head and click ¿ok¿ but the lights on the head progressively light up blue without remaining fixed. They tried to interrogate several times without success, so they tried to change programmer and used the classic smarttouch (always with cpr4) but the same thing happened. The other programmers in the room were off, so there was no external interference during interrogation. They decided to hospitalize the patient for further investigation. I tried to interrogate the pacemaker again without success. We connected external ECG to the patient and we find out that the rhythm was vvi 70 bpm. We also tried to apply a magnet on the pacemaker, but the patient always remained in vvi 70 pm, without rhythm variations. The patient did not report any particular issues (no magnetic test, no rmn, no falls or traumas). They decided to replace the pacemaker with (B)(6) dr.

Manufacturer narrative:
The conclusions are as follows: the device¿s investigation led to the following observations: - upon reception, the subject pacemaker was not able to pace. - the visual inspection did not reveal any abnormality. - after opening the device, the visual inspection of the electronics and all mechanical components did not reveal any abnormality. - the battery voltage was measured at 1.57v. - in depth investigation concluded to a failure of the external ram integrated circuit (ic) leading to overconsumption. - such failure is rare but inherent to ic technology. - this complaint is recorded for trending purposes.

Event description:
A patient with kora 250 dr (implant date (B)(6) 2023) came to (B)(6) hospital for a routine follow up after 1 year from implantation. It was not possible to interrogate the device in any way; first, they tried to interrogate the pacemaker with smart touch xt. The telemetry head became blue, the programmer recognized the device but once it entered in the pacemaker session, a telemetry error appears. They tried to repostion the programming head and click ¿ok¿ but the lights on the head progressively light up blue without remaining fixed. They tried to interrogate several times without success, so they tried to change programmer and used the classic smarttouch (always with cpr4) but the same thing happened. The other programmers in the room were off, so there was no external interference during interrogation. They decided to hospitalize the patient for further investigation. I tried to interrogate the pacemaker again without success. We connected external ECG to the patient and we find out that the rhythm was vvi 70 bpm. We also tried to apply a magnet on the pacemaker, but the patient always remained in vvi 70 pm, without rhythm variations. The patient did not report any particular issues (no magnetic test, no rmn, no falls or traumas). They decided to replace the pacemaker with teo dr.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The preliminary analysis revealed the following observations: a hardware issue is suspected, leading to the impossibility to communicate with this device in fast telemetry. Moreover, the pacemaker was in standby, explaining the reason why it did not enter in magnet mode.